Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro short port btt co2 insufflation port valve broke. The harvester continued the procedure without the balloon. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product, and there was no nonconformance associated with the lot number.